Event description:
It was reported that during a ptca procedure, the physician experienced deflation and removal difficulties after the balloon catheter had been advanced through a stent. Patient status is listed as "okay".